Manufacturer narrative:
Sample inspection: external and internal inspection were performed on the customer returned pcu device s/n (B)(4). During external inspection, the pcu device was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. The ac indicator light did not illuminate when the device was connected to power. During internal inspection, the pcu device was observed with corrosion in the inner rear case. The keypad was opened up and observed with signs of fluid ingress and a broken trace. Log analysis results: n/a the logs were not deemed necessary for this investigation. Test results: the front case keypad of the customer returned pcu device was connected to a cad pcu test fixture # ((B)(4)) for functional testing. The keypad failed the maintenance keypad test due to being unable to power on the device. The fixture was powered on with a known good keypad and then replaced with the customer¿s returned pcu keypad to complete the maintenance keypad test. The results found all soft keys to be functioning with the exception of the system on key. Test methods: n/a no test method is available for this issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The proximate cause of the customer¿s experience with not receiving power to the entire unit is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. The customer reported complaint of experiencing an issue of not receiving power to the unit was confirmed and replicated during testing. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed the keypad test found the system on key not functioning as intended due to keypad trace damage. The issue is also associated with the ac indicator not illuminating on which can be perceived as not receiving power to the unit. A known good keypad was installed onto the customer¿s returned pcu and found the device to be functioning as intended. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. This device is used for treatment purposes.

Event description:
It was reported that customer was experiencing an issue with one unit alaris 8015, s/n (B)(4), where he was not receiving power to the entire unit.

Event description:
It was reported that customer was experiencing an issue with one unit alaris 8015, (B)(6), where he was not receiving power to the entire unit.

Manufacturer narrative:
Updated a & g codes.